Event description:
A tlif was performed on (B)(6) 2025 and the patient recovered well enough to walk up and down stairs the next day. A few days after the surgery, the patient's condition worsened and x-rays revealed that the set screws were dislodged. A revision surgery was performed on (B)(6) 2025 and the set screws were removed along with the other components and new hardware implanted.